Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to a lab reading. The reporter alleged obtaining readings of "8.6 mmol/l" compared to "6.6 mmol/l" on a lab reading. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up ((B)(6) 2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the test strips involved with this complaint were found control results outside of the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (07/01/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 06/24/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.